Event description:
It was reported that customer received a minimum fill notification while reloading cartridge with less than the recommended amount of insulin after earlier receiving a low insulin alert and experiencing pump reset due to low power. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support about minimum insulin requirements for reloading, the meaning of low insulin alerts, and the need for sufficient insulin detection, and customer planned to return home to load new cartridge since no backup insulin therapy was available at that moment.